Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered the threshold suspend. The customer¿s blood glucose was 225 mg/dl and the sensor glucose was 66 at the time the insulin pump suspended. Troubleshooting was declined. The sensor will not be returned for analysis.